Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the surgery the ophthalmic operating console exhibited anterior chamber instability. Procedure details and patient impact were not reported. The surgery was completed on the same day. Additional information has been requested none received till date.

Manufacturer narrative:
Additional information added in b5 and h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event unstable anterior chamber is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num: 2028159-2023-01492 the manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that patient experienced the unstable anterior chamber. System does not have any anterior chamber settings issues.